Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4(expiration date) and (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was not properly seated. Observed damaged guide tabs and sensor ears upon visual inspection of sensor plug. A linearity test was performed, and the results were within specification. An extended investigation was also performed. Visual inspection was performed on the returned sensor, no abnormalities were observed. The cosmetic flaw observed on the plug guide tab would not have contributed to the customers' complaints. The linearity testing passed with all results within specification indicating electronics are functioning properly therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.